Event description:
Caller reported a malfunction on the pump with a high blood glucose level, though a specific value was unknown. The customer addressed the issue with a correction injection via multiple daily injections (mdi). Technical support provided pump reset information and assisted the caller with resetting the pump.